Event description:
The customer stated that he wanted to learn how to use his new contour meter. While performing control tests, he received a control test result of 47 mg/dl. The normal control range was 87-120 mg/dl. No adverse events were alleged. The test strips and meter are to be returned for evaluation. Replacement products were sent to the customer.